Event description:
Pt underwent a sleep study at hosp. Pt was sent home after completing the study and took a shower. Pt apparently got ten20 conductive in their eye which caused irritation. The dept director had pt come back to the hosp and he took them to the e.r. According to the e.r. Physician they had experienced some corneal tearing. The dept director and the medical director concluded that this was due to excessive rubbing due to the irritation. According to the dept director the irritation and inflammation did not look that severe when they presented themselves for the e.r. Visit. They were experiencing some pain and asked the director for a "codeine" prescription. The e.r. Physician provided them with unknown pain medication.